Manufacturer narrative:
It was reported that the patient underwent posterior vaginal repair with levator plication and perineoplasty on (B)(6) 2013 due to cystocele, rectocele and uterine prolapse.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of perneorrhaphy during mesh implantation. The outcomes attributed to the device were pain, dyspareunia, bleeding following intercourse, foul odor, erosion, exposure, and partner scratched during intercourse. It was reported that the patient underwent removal on (B)(6) 2012.(B)(4).